Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "recall ... And capsular contracture" baker grade unknown.

Event description:
Patient's representative reported "recall, spontaneous pain, severe pain when having covid, encapsulation and capsular contracture". Imaging tests confirmed the capsular contracture. This record is for the right side. Device remains implanted.

Event description:
Patient representative reported right side recall, pain, small folds and radial creases, small cyst, calcifications, and capsular contracture, baker grade iii. Patient representative additionally reported severe pain when having covid not related to the device. The device remains implanted.